Event description:
Related to (B)(4) the hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't load correctly. Finished case using partial clamp. No additional incisions, no blood loss, no procedural delay, no harm as identified previously. Patient condition unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25156994 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 10apr2021. The device was investigated on 22apr2021. Signs of clinical use and evidence of blood was observed on the loading device. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. There was a crack observed towards the center of the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed and analyzed failure "crack; seal" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't load correctly. Finished case using partial clamp. No additional incisions, no blood loss, no procedural delay, no harm as identified previously. Patient condition unknown.